Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The patient presented with angina pectoris. Access was obtained via the radial artery. The lesion which had previously been treated with brachytherapy was located in a greater than 75% stenosed eccentric de novo lesion measuring approximately 2.75mm in diameter and 5mm in length in a moderately tortuous and heavily calcified proximal right coronary artery that contained a bend of greater than 75 degrees. The lesion was predilated with a 1.25x10mm apex push balloon. A 2.75x8mm promus element stent was advanced to the lesion, but could not cross. Excessive force was used in an attempt to get the promus element device to cross the lesion, but the device still would not cross the lesion. The stent delivery system was pulled back into the guide catheter, but the stent could not be located. Due to the patient's renal insufficiency and inability to tolerate additional contrast, the procedure was completed at that time. No further patient complications were reported. Patient status is listed as stable. This device is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The patient presented with angina pectoris. Access was obtained via the radial artery. The lesion which had previously been treated with brachytherapy was located in a greater than 75% stenosed eccentric de novo lesion measuring approximately 2.75mm in diameter and 5mm in length in a moderately tortuous and heavily calcified proximal right coronary artery that contained a bend of greater than 75 degrees. The lesion was predilated with a 1.25x10mm apex push balloon. A 2.75x8mm promus element stent was advanced to the lesion, but could not cross. Excessive force was used in an attempt to get the promus element device to cross the lesion, but the device still would not cross the lesion. The stent delivery system was pulled back into the guide catheter, but the stent could not be located. Due to the patient's renal insufficiency and inability to tolerate additional contrast, the procedure was completed at that time. No further patient complications were reported. Patient status is listed as stable. This device is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the device was returned with no stent on the balloon. The stent was not returned. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip of the device was damaged with a section missing. There were kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).